Event description:
It was reported that 200 syringe flu plus 0.25-1ml var dose 23x1 experienced defective tips of the syringes. The following information was provided by the initial reporter: defective needles/angle of needles.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation. Twenty of our retained samples from the reported batch were examined, and no issue was found. Therefore, the defect could not be confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. During the manufacturing process, cannulas are tested against both rigidity (deflection test) and fatigue resistance (broken test). H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 syringe flu plus 0.25-1ml var dose 23x1 experienced defective tips of the syringes. The following information was provided by the initial reporter: defective needles/angle of needles.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: flu+. Device failure: needle damaged / defective.

Event description:
No additional information.